Manufacturer narrative:
The device was returned to pentax medical and evaluated under service order (B)(4). The findings noted resistance in the primary channel at the proximal end near the boot brace, the device failed a dry leak test, as such a wet leak test was not performed, the objective lens was scratched and the customer complaint of forward water jet socket disconnected, was confirmed. The scope was repaired and a cleaning and disinfection and angulation adjustment was performed and returned back to the customer. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
A customer requested a return materials authorizations stating that the air/water nozzle missing, the water adapter broke off of a ec-3890lk- video colonoscope.